Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced aero rgt probe which resolved the customer¿s issue. A review of the architect c16000 processing module tracking and trending data found no trends associated with customer¿s issues described in this complaint. A review of service history for the architect c16000, serial number (B)(6), revealed no additional erratic or depressed magnesium results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the aero rgt probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the aero rgt probe or the architect c16000 processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Patient identifier = sid= (B)(6) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on architect c16000 processing module for one patient. The results provided were: sid (B)(6) initial magnesium=2.84 mmol/l/ repeated=0.72 mmol/l. Reference range for magnesium=0.75 to 1.02 mmol/l. There was no reported impact to patient management.